Event description:
Complainant alleged that during functional testing, the device powered on with no voice prompts and this model device is not equip with a display for viewing. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.